Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of stenosis is listed in the xact carotid stent system instructions for use as a possible adverse event potentially associated with use of these devices. The investigation determined a conclusive cause for the reported patient-device incompatibility-recoil cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effect; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery (rica). A 4 mm x 30 mm trek balloon was used to predilate the lesion with 8atm. An 8 x 6 x 30 mm xact self-expanding stent (ses) was then implanted. Ten months later, the patient presented with asymptomatic in-stent restenosis. Selective carotid angiography revealed calcific stenosis of the common carotid artery bifurcation with 80% stenosis within the stented segment in the rica. The mode of re-stenosis was found to be a calcified chunk causing stent under-expansion, thought to have occurred during the index procedure, with eccentric neo-intimal tissue which required further treatment with intravascular lithotripsy and a balloon dilatation catheter to expand the stent. No adverse patient sequela or clinically significant delay was reported. No additional information was provided.